Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery (iil). An 8mm x 20cm interlock¿-35 was selected for use. During procedure, intermittent flushing was performed. The device was then delivered into the catheter; however, the interlocking arm of the coil detached. The catheter and the coil were pulled and removed together from the patient's body. It was then noted that a coil protruded from the tip of the catheter. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.